Manufacturer narrative:
(B)(4)

Event description:
It was reported that during autocapture testing, post pace t-wave oversensing was observed. Programming change was made. Device remains implanted. The patient condition is stable.